Event description:
During an in-house investigation of the mxp software, the following was discovered on the beckman coulter epics xl with expo32 adc software, version 1.1c: when running a protocol that contained a ratio parameter function, the following was observed: by opening the parameter dialogue box and then closing the parameters chosen for the ratio parameter it would revert to the default values. Furthermore, the already saved protocols containing the ratio parameter being made from the same parameters would be also affected. An application specialist (as) indicated that patient results were not affected in this event since it occurred during an internal testing, and no patient results were released at the time. There was no affect to patient or user as a result of this event.

Manufacturer narrative:
The instrument was performing per design at time of the event. Qc was run prior to the event and results were within specifications. It was determined that the problem will occur in protocols where ratio parameter is necessary for results. It was determined that this problem will blindly affect all protocols containing the same parameter hierarchy. If these protocols are run, erroneous yet credible results could be generated. The problem was discovered when running tests on a leukosure product as the leukosure package insert requires one of the histograms being plotted to include the ratio parameter. It was determined that switching of the ratio parameter would typically result in lower wbc values. Treatment decision was not affected in this event, but due to the potential of this event to occur unknowingly, there is a possibility that treatment decision may be affected.